Manufacturer narrative:
Follow up #1. Incorrect patient code assigned in original 3500a. Patient code should be 2145.

Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter was reading inaccurately high compared to another device. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began at approximately 11.38 (unknown am or pm) am on (B)(6) 2017. The patient did not detail how she manages her diabetes. The patient reported obtaining blood glucose readings of ¿101 mg/dl¿ with the subject meter and ¿64 mg/dl¿ on the other device, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. Approximately 5 minutes before the alleged meter issue the patient developed the symptom of "weakness". The patient denied receiving any treatment. During troubleshooting the csr confirmed that the meter was set to the correct unit of measure and that the test strips were stored properly with an intact vial and that they had not expired nor exceeded their discard date. The patients testing process was confirmed as correct and samples were taken from the correct sample site. At the time of troubleshooting, the patient performed a control solution test on the subject meter and the result fell outwith the specified control solution range. Products were replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.